Event description:
The customer received questionable ion selective electrode (ise) sodium, potassium and chloride results for 40 patient samples. The samples were repeated on another analyzer. Of the data provided, only the results for 38 were discrepant. All results are in mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer stated she was unaware of any patients being adversely affected. The sodium electrode lot number was v37 with an expiration date of 03/31/2014. The potassium electrode lot number and expiration date were requested, but not provided the chloride electrode lot number was h08 with an expiration date of 03/31/2014. The field service representative was not able to determine a cause. As a precaution, he replaced the electrodes, syringe seals, pinch tubing and sample probe. He also flushed out the fluidic lines. To verify the analyzer operation, he ran calibration and controls with acceptable results and performed precision testing which passed. He confirmed the system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided data, a systematic error caused by a calibration issue could be excluded. It was noted the customer was only allowing a clotting time of 10 minutes which may have been insufficient and led to preanalytical issues for the samples.